Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during breast surgery, when the surgeon was suturing the tissue, the needle and suture were detached, fell off, and were lost. The operating staff immediately checked the surgical incision and surrounding environment. The search failed. The surgical time was extended by two hours due to various needles being lost. To resolve the issue, a manual search and cooperation with a magnet search were done, and the needle body was found on the ground and used a new suture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the surgeon was suturing the tissue, the needle and suture were detached, fell off and lost. The operating staff immediately checked the surgical incision and surrounding environment. The search failed. After nearly two hours of carpet searching, the needle was found on the ground.